Manufacturer narrative:
H.6. Investigation: three samples were returned for quality investigation. The customer complaint of foreign matter was verified by visual inspection. Under magnification, particles of red foreign matter can be seen embedded into the drip chamber body material. A device history record review for model: 11426964, lot number: 20085875 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for this issue is that the material appears to be degraded material from the same material that the drip chamber is composed from. This issue indicates an error during the manufacturing of the drip chamber from the supplier. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter with lot#: 20085878 regarding item#: 11426964.

Event description:
It was reported that the gem v/nv 20dp low sorbing no ports experienced foreign matter contamination. The following information was provided by the initial reporter: material no: 11426964, batch no: 20085878. We have noticed some red spray substance in the chamber of the tubing today.

Manufacturer narrative:
Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the gem v/nv 20dp low sorbing no ports experienced foreign matter contamination. The following information was provided by the initial reporter: material no: 11426964, batch no: 20085878. We have noticed some red spray substance in the chamber of the tubing today.